Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized three different times. The customer was experiencing high blood glucose levels and could not keep food down. The customer declined providing any further information about the hospitalizations or what caused the high blood glucose levels. The customer did not return the product back for analysis.